Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer, however, a magnet rate of 85 with loss of capture (loc) on the right atrial (ra) and right ventricular (rv) lead was observed. Boston scientific technical services (ts) discussed that the device is likely at end of life (eol) or beyond. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pacemaker was explanted and returned three months later. Available information indicates that the ra and rv leads remain implanted and in service. No additional adverse patient effects were reported.